Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified that the pebax was damaged with reddish material inside. The finding was identified on (B)(6) 2022. It was initially reported by the customer that there was abnormal contact force on the ablation catheter. The value wildly increased when starting ablation. The catheter was replaced and the procedure was completed as planned. No patient consequences were reported. Hole in the pebax is MDR-reportable. High force value is not MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed that the pebax was damaged and foreign reddish material was observed inside. A screening test was performed, and the device failed as error 105 appeared. Dissection was performed, and the sensor values were found within specifications; with this information, the failure can be attributed to the blood inside the pebax, however, the root cause of the damage could not be determined, but it was concluded that it occurred outside the bwi manufacturing facilities. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device (B)(4), and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).